Event description:
Information received indicates the brake function at the foot end of the bed is not working.

Manufacturer narrative:
The technician found the pin connecting the rocker arm and connecting rod was missing. He replaced the brake link/connecting rod assembly to repair the bed.